Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign consumer and a health care provider (for, con, hcp) regarding a patient with an implantable pump. It was reported that the patient complained about general myptm slowness when establishing telemetry and bolus requests. There was an extended telemetry time. The more that the patient used the handset, the slower it had become, mostly with the boluses. Moreover, the patient noticed that the app was often stuck at 90% loading before completing. The following mitigation steps were followed: navigated to settings > apps > patient data service > storage and then selected "clear data". Both the nurse and patient were very happy, as the telemetry now seemed to be much faster on the myptm. It was further explained to the hcp that the this was only a temporary fix and that it was very likely that this patient might experience the same issue in the future as the patient used the handset a lot due to the high number of boluses that they could request. It was stated that the hcp understood.